Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge tubing separated from the cartridge. Cartridge change was performed resolving the issue. Customer¿s blood glucose level was 395 mg/dl.